Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. Age at primary:(B)(6), side: r. Primary asa: p3-incapacitating systemic disease. Revision njr index no:(B)(4), sex: f, primary bmi: 36.